Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue of an automatic output of the "9" key when "8" is pressed. The reported condition was unable to be verified. The keypad was found to function as designed; no automatic outputs were observed. The keypad was delaminated to physically inspect the contacts which found no discrepancies. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would output #9 when the #8 key was pressed. There was no patient involvement. No additional information is available.